Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that during the procedure (before implantation site closure), the luer-fitting of the microsensor could not be fixed and there was csf leaking. The procedure was completed with a replacement product available. The event led to 15 minutes surgical delay, no patient consequences.

Manufacturer narrative:
Updated fields: d3, d9, g3, g6, h2, h3, h6, h10 unique device identification (UDI): (B)(4) or (B)(4). The microsensor (ID (B)(6)) was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.